Event description:
It was reported that the surgeon implanted a 12.6mm micl 12.6 collamer implantable lens in 2006. The lens was explanted after approx 9 months due to the development of a subcapsular opacity. The icl was removed with no pt injury. Due to the pt's pre-existing condition, a vitrectomy had been performed 6 months before the device explantation to remove the epiretinal membrane. The reporter stated the vitrectomy was the cause of the subcapsular opacity. The lens was exchanged for an intraocular lens. The pt's current bcva is 20/30+.

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, the root cause of the event was determined to be the vitrectomy having been performed to remove the membrane. There was no malfunction or deficiency of the staar product.